Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure /was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed, a noise image occurred, and dirt on objective lens was found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on circuit board unit, the image was not displayed, due to damage on circuit board unit, a noise image occurred, and due to dirt on objective lens, foggy image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interference and lines in image during gastroscopy diagnostic procedure while the patient was under sedation involving an olympus gastrointestinal videoscope. The procedure was completed with an olympus back-up device. There was no patient injury reported.